Event description:
The event involved a 12"(30cm) appx 0.77ml, smallbore ext set w/clave®, 0.22 micron filter, clamp, rotating luer in which the customer reported that taxol was infusing via primary tubing and 0.2-micron filter. The pump kept alarming saying downstream occlusion. When this nurse assessed the IV and tubing, the filtered tubing was found to be leaking at the site of the filter with the arrow on it. This tubing was then thrown out and new tubing as applied. The chemo spill was cleaned per policy. The defective item was discarded before pictures could be taken. Harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - additional contact telephone number - (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.